Event description:
I needed a new nebulizer/compressor for nebulizer medication administration. When the device was delivered to my home, it did not have the air filter installed and it was not in the box. I have used a nebulizer/compressor at home for more than 10 years and I am healthcare professional so I know the device must have an air filter. Did not use product because air filter was missing - returned to durable medical supplier for a new device. Diagnosis or reason for use: asthma nebulized medications.